Event description:
It was reported that prior to implant, the device showed contact technical services for longevity analysis upon interrogation. The device showed only 49 percent remaining capacity while still in the box. The device was not used and returned for analysis.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench. The device was confirmed to have an anomalously low battery voltage that was caused by excessive current to the device. Company rep.